Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's pads were expired with an expiration date of 2021/06/30. The customer reported that the AED had not been maintained in two years. As a follow-up with the customer, the proper maintenance of this device was reviewed.